Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement, as the pump was being used for demonstration purposes and not being used for insulin therapy. Reportedly, the malfunction alarm was cleared.